Event description:
Gyrus halo handpiece was not cutting/coaging correctly on tissue. Sometimes it would work and then it would not. A new halo handpiece was opened and the one not working was removed from field and sent to biomed. Surgical team aware.